Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call, the patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on (B)(6) 2022 (signs/symptoms unknown). The pd effluent cultures resulted positive for pseudomonas aeruginosa. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily (duration unknown) in the last fill and ciprofloxacin oral (dose, frequency, and duration unknown). The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not following proper handwashing instructions. The patient was not hospitalized for this event. The pdrn reported the patient was doing fine and denied any further information.